Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) following a non device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.